Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6) and another coaguchek xs meter with unknown serial number. At 11:58 am the meter result was 3.8 inr. The result from the unknown meter was 2.2 inr. The result from the unknown meter was 2.0 inr. The exact time is unknown but the results are within 4 hours of the initial test. The patient's therapeutic range was not provided.

Manufacturer narrative:
The returned meter was tested using retention strips, and the results were within the allowed range. No error messages occurred during the investigation. The investigation determined that the customer's allegation could not be substantiated, and there is no product issue.